Event description:
On (B)(6) 2025, during a percutaneous drainage procedure for a cyst performed under ultrasound guidance, the drainage catheter and packaging were inspected prior to use. After the procedure, it was reported that the drainage catheter connector had fractured. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: te physical device was not returned for evaluation. Two photos were provided and reviewed. Photo shows the partial view of catheter hub was holding by the health care practitioner. Hub was highlighted and noted to be cracked. Therefore, the investigation is confirmed for the reported catheter connector fracture. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (method, result, conclusion) section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, during a percutaneous drainage procedure for a cyst performed under ultrasound guidance, the drainage catheter and packaging were inspected prior to use. After the procedure, it was reported that the drainage catheter connector had fractured. The procedure was completed using another device. There was no reported patient injury.